Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this product is not approved in the us. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a clinical trial related to simple and fast dressing methods where bactigras was used, there was a partial loss of skin graft. It is unknown if medical intervention was performed. This is the 4th report out of 4 patients.